Event description:
It was reported that the cadd-solis vip ambulatory infusion pump had an event of cassette attached message error during pre-test. This affects the functionality of the device where infusion would be stopped which is a high risk to the patient if it were to recur. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.